Event description:
Reporter indicated that her vns therapy handheld computer would not hold a charge. Handheld programmer was returned to manufacturer for product analysis. Functional analysis of the handheld programmer showed the battery would only remain on for approximately 4.40 hours during use. No other anomalies in device performances were identified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.